Event description:
Tpn's mixed and packed for fedex shipment. When box arrived and opened by pt found bag had leaked liquid into box. Box picked up by driver and brought back for inspection. Found liquid leaking from break in seam of bag.